Manufacturer narrative:
The suspect device is expected to return for investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The account alleges that a drainage catheter is leaking fluid from the valve after acquiring patient access. No patient consequences to report.